Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was not able to calibrate. Customer's blood glucose reading was 49 mg/dl which was treated with juice. Caller was educated on appropriate time to calibrate. It was not known why customer had low blood glucose.